Event description:
Sales rep reported that account reported the product in question was implanted in a patient a couple of years ago. The patient had some recent hearing loss. On friday (2002), the surgeon went back into the ear to remove polyps and check the implant, and found the implant was in two pieces. The plastic part/flex h/a shaft was not sitting down in the stapes, it had separated from the metal link. The head and the link were still intact. The prosthesis was removed, disposed of and replaced with another prosthesis of the same design, model number, 0551.